Manufacturer narrative:
Investigation summary: one device was returned for investigation. The device was returned with the handle in the open position. The basket formation was in the open position. The mlla (male luer lock adaptor) is tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. The handle will move the basket assembly, but will not actuate the basket formation. A visual examination noted the support sheath and the basket sheath are detached; minimal adhesive noted on the basket sheath. No patient harm was reported. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during a procedure the ncircle tipless stone extractor basket was not able to open or close at the target site. The device was replaced in order to complete the procedure. No adverse effects or consequences were reported to the patient due to this occurrence.